Event description:
The customer reported the system's cine option was inoperable. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated nor identified. However, the system's collimator was adjusted. The system was then found to be operating as intended.